Manufacturer narrative:
A speaker assembly was returned for analysis. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Event description:
It was reported that the ventilator had an unspecified alarm failure. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service provider (sp) inspected the device. The sp found the unit¿s power alarm speaker was failing intermittently. The sp replaced the speaker. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.